Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve separated from the hub cap. It was reported that the hemostatic valve was leaking back blood on the vizigo sheath. The vizigo sheath was replaced, and the issue resolved. The procedure continued. No patient consequences were reported. Catheter lot number is unavailable; packaging was tossed prior to discovery of issue. It is unclear if the hemostatic valve (gasket) broke into two or more separate pieces. The hemostatic valve separated from the hub cap but may be attached at a single point. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was very minimal. No medical intervention was required to stop the bleeding. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 09-jun-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve separated from the hub cap. It was reported that the hemostatic valve was leaking back blood on the vizigo sheath. The vizigo sheath was replaced, and the issue resolved. The procedure continued. No patient consequences were reported. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide) a device history record (DHR) review was performed for the finished device 00001910 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the d4. Expiration date and h 4. Device manufacture date were updated. The issue reported by the customer was confirmed, the leakage of blood could be related to the valve dislodge issue. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).